Manufacturer narrative:
Exact date unknown, event occurred 3 to 4 months after implant. Explant date: 2015 additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17532086.

Event description:
It was reported that the patient developed an infection following an implant procedure. No device malfunction was suspected. All device components were explanted and will not be returned. The patient was doing well postoperatively.